Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The balloon, shaft and tip were microscopically examined. Microscopic examination of the balloon revealed a pinhole in the balloon material 3mm from the distal edge of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that crossing difficulties were encountered. A 3.00mmx12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.